Event description:
The coaguchek xs system was compared with a laboratory. Results of 2.0 inr and 3.1 inr were reported. It is unknown which comparative system yielded which result. No treatment information provided. No adverse event reported. Requested return of suspect system, however test strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). It will not be returned to manufacturer.